Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had occasional undersensing prior to detection and undersensing during arrhythmia that falsely classified termination. The lead remains in use. No patient complications have been reported as a result of this event.